Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed that the right atrial (ra) lead exhibited oversensed noise that led to inappropriate automatic mode switch. No intervention was performed. The patient was in stable condition.